Event description:
Reporter indicated that the pt had experienced a seizure which required hospitalization, and shortly after the hospitalization, had another seizures. All attempts for further info regarding the issue, and the relationship to vns therapy, have been unsuccessful to date. Due to lack of info, the relationship between the seizures and vns therapy cannot be determined.